Event description:
This institution has been in contact with minntech regarding their 'renal systems liquid bicarbonate' dialysis solution. They were concerned when a batch had a yellow/green discoloration around the top of the solution which they were used to seeing as a completely clear solution. The co replaced this lot but later lots had the same discoloration. The co then forwarded a letter explaining that with age, while still previous to the expiration date, it is normal for the product to discolor and is still pure. MFR writes to rptr, "renal systems liquid bicarb product will exhibit a yellow/green line at the liquid/air interface after 6 to 9 months of storage. This cosmetic phenomenon is accelerated with higher storage temps and the intensity may vary between containers. Renal systems has done numerous analysis of both the product and the container. We have determined that this bottle yellowing does not affect product safety or efficacy and is purely cosmetic. Results of internal and third party testing are on file with renal systems."